Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were missing data points on the continuous glucose monitor graph despite actively displaying cgm readings. During troubleshooting with tandem technical support, the issue was resolved and the customer was able to view all data points on the cgm graph. Customer's blood glucose was 85 mg/dl.